Manufacturer narrative:
The delivery system was not returned to edwards lifesciences as it was discarded by the facility. Multiple attempts to obtain case imaging were made, however, the information was not forthcoming. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The definitive root cause for the ventricular perforation was unable to be confirmed, but may be due to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Thv/tvt registry. It is perceived that the perforation was caused by user error. Procedure imaging has been requested. Investigation is ongoing.

Event description:
As reported, during a valve in valve (s3 in magna mitral ease surgical valve) tavr procedure in the mitral position, the patient developed sudden hypotension during the procedure and the patient was found to have a left ventricular apical perforation. The patient was converted to open heart surgery and the perforation was repaired. The patient was placed on balloon pump. Unfortunately, despite maximal effort, the patient remained profoundly hypotensive. The patient¿s family chose to cease further efforts and the patient subsequently expired.